Manufacturer narrative:
Inherent risk that a small portion of patients may have or develope sensitivity to neoprene (<0.1% report rate). Directions for use include, 'cuff is made of neoprene' in the materials section and 'if a patient develops a rash or skin irritation under the cuff, a cotton stockinet may be worn under the cuff' in the cautions section. Neoprene ia a widely used material. Use of neoprene in orthopaedic braces and pads have comparable tissue exposure as the digit widget cuff. Other products made of neoprene include diving suits, cycling chamois, face protection masks and gloves to name a few.

Event description:
Patient had surgery to install a digit widget external fixation system. Patient reported 4 days post operative that he experienced a contact allergic reaction to the neoprene cuff, a non-invasive post surgery component of the device. He went to the ER with a swollen hand covered with blisters: in addition to trouble breathing. He was given prednisone and a topical treatment and he stopped wearing the cuff, latex bands and connector assembly.